Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of guide catheter detached. Block h10: the returned advanix biliary stent was analyzed, and a visual evaluation noted that the push catheter, guide catheter and pull wire were kinked. The suture holes were torn, and the guide catheter was detached. A disassembled inspection noted that the guide catheter was pulled from the distal section and detached. No other problems with the device were noted. The reported event of failure to deploy the stent was confirmed. Taking all available information into consideration, it is possible that the kinks presented on the push catheter, guide catheter and pull wire may be related to user manipulation, technique and/or anatomical factors during the procedure. Once the kinks were present, the user may have felt resistance while trying to deploy the stent and experienced difficulty when retracting the pull wire. This may have led the user to apply additional force/tension, and as a consequence, the push catheter and suture hole tore, and the guide catheter detached. Therefore, the most probable root cause is adverse event related to the procedure. Block h11: correction to block h10 (product analysis).

Event description:
It was reported to boston scientific that a advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2022. During the procedure, it was noted that the stent would not deploy and disengaged from the delivery system. The procedure was successfully completed with another stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was detached, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable investigation results of guide catheter detached. The returned advanix biliary stent was analyzed, and a visual evaluation noted that the push catheter, guide catheter and pull wire were kinked. The suture holes were torn, and the guide catheter was detached. A disassembled inspection noted that the guide catheter was pulled from the distal section and detached. No other problems with the device were noted. The reported event of failure to deploy the stent was confirmed. Taking all available information into consideration, it is possible that the kinks presented on the push catheter and pull wire may be related to user manipulation/technique and/or anatomical factors during the procedure. Once the kinks were present, the user may have felt resistance while trying to deploy the stent and experienced difficulty when retracting the pull wire. This may have led the user to apply additional force/tension, and as a consequence, the push catheter and suture hole tore, and the guide catheter detached. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific that a advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2022. During the procedure, it was noted that the stent would not deploy and disengaged from the delivery system. The procedure was successfully completed with another stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was detached, therefore this event has been deemed an MDR reportable event. Please see MFR narrative for full investigation details.